Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, eccentric and 90% stenosed proximal left anterior descending artery. A 2.0 x 12 mm mini trek balloon catheter was advanced to the lesion; however, when the balloon was pressurized, at 12 atmospheres the balloon ruptured. A non-abbott balloon dilatation catheter was used for pre-dilatation and a non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, sion black; guide cath: launcher 6fr ebu3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.